Event description:
It was reported that the patient's left knee was revised due to pain. A femoral component and insert were revised to a femoral component with stem and augment, and a new insert. Rep provided the revision usage sheet and confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon size 5 left cr pressfit femur; cat # unk_jr; lot # unknown triathlon 6x9 cs insert; cat # unk_lim; lot # unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Manufacturer narrative:
Update to h10 additional devices listed in report: triathlon 6x9 cs insert; cat # unk_lim; lot # unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding pain involving an unknown triathlon femoral component was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's left knee was revised due to pain. A femoral component and insert were revised to a femoral component with stem and augment, and a new insert. Rep provided the revision usage sheet and confirmed that no further information will be released by the hospital or surgeon.